Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increased shock impedance measurements, high threshold measurements and high pacing impedance measurements of 1,950 ohms. Surgical intervention was undertaken. The device was explanted and replaced and the lead was cut, surgically abandoned and replaced. No additional adverse patient effects were reported.